Manufacturer narrative:
The field service engineer (fse) found the gear pump pressure was too low. The fse replaced the gear pump head. Afterwards, the customer had no further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned high results for multiple patient samples tested for phosphorus on a cobas 6000 c (501) module. The specific results could not be provided. The customer provided an approximation of results: the initial result was between 8 mg/dl and 10 mg/dl. The repeat result was approximately 4 mg/dl. No questionable results were reported outside of the laboratory. The phosphorus reagent lot number and expiration date were not provided.